Event description:
The customer reported that the system displayed errors. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep reran the filament calibration and found the system operating normal. In the log files, they found a ma sensor fail and various other errors indicating a problem with the gib or xrc bd. He replaced "the" with a new board and the system was not booting. He reinstalled the old xrc. The unit was reassembled and an operational test found no problems. A new gib and video cont were ordered for installation.